Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that after placement of one foramen in s3 on the patient's right, the physician tested for motor and sensory responses. Both motor and sensory responses were positive at less than 2 amps. The physician placed one 3889.28 (lot# v680132) on the patient's rt side. X-rays showed good s-3 placement at both ap and lateral angles. During the testing phase of each electrode only the 0 electrode responded with sensory and motor responses. None of the other electrodes caused a motor or sensory response. Lead was repositioned and the same results occurred when testing the new location. The physician removed the lead and tried the bent stylet located in the 3889-28 lead kit. Once he placed the lead on the patient's rt side he tested. Once again only the 0 electrode responded with motor and sensory. All other electrodes had no response with sensory or motor. The physician pulled the lead back and positioned it once more. Same results occurred as before. They changed out the brown stim box 9v battery and all cables, tried once more and achieved the same results. The physician tried placement on the lft side of patient but results were the same. A new 3889-28 (lot v675654) was opened. The lead was placed on the rt side of the patient and the exact same results were achieved. The physician only achieved sensory and motor responses on electrode 0. The other three electrodes had no motor or sensory responses. The physician called the case and the patient had no items implanted. The patient was being referred to another physician for her 2nd attempt at implant. No patient injury to report and no items were implanted in the patient. The patient recovered without sequelae. Patient's ((B)(6) 2011) pne test results were great on the right side. Amplitude was 2 or less and she went from 21 voids, 1-2 minor accidents and voiding 5-7 times a night to 10 voids, no accidents and 2 voids at night. Sensory was vaginal and motor reposes were observed.